Manufacturer narrative:
(B)(4). Retainer ring= black. The device was returned for cosmetic damage located at the battery tube area found on (B)(6) 2022. Device history and trace files downloaded successfully using thus software. Constant no motor movement or negligible movement. Retries to free a stuck motor failed alarms noted during rewind. Device passed self test but unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Device failed the rewind test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms during rewind. No motor movement or negligible movement. Retries to free a stuck motor failed alarm confirmed in the device history/trace files on (B)(6) 2022 at 19:46:29.000. Device was cut open to perform visual inspection and found moisture damage on electrical boards motor, force sensor and harness assembly vibrator. Device tested outside the pump on the ngp stb3 and received no motor movement or negligible movement. Retries to free a stuck motor failed alarm at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case, cracked case (battery tube). Constant no motor movement or negligible movement. Retries to free a stuck motor failed alarms confirmed during rewind and in the device history/trace files due to moisture damage. Device failed rewind due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Cosmetic damage at battery tube area confirmed. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a broken insulin pump. Customer stated the insulin pump has neither been bumped nor dropped. Customer stated the infusion set does not show signs of damage. Customer stated the reservoir does not show signs of damage. Customer stated retainer ring has no damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.